Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a patient required a specific medication via the infusion pump; however, a clean device was not available on the unit. A different, appropriate medication was administered in the interim while the pump module was cleaned; however, the customer reported that the patient expired. The customer does not allege the delay in treatment contributed to the patient¿s demise. Although requested, no additional information about the patient, medication, or event provided.